Event description:
It was reported that following the implantation of a sparc sling, the patient experienced "abnormal retropubic bleeding." It was noted that the "estimated blood loss .5l". The physician administered medications, applied pressure "via 30 mm foley catheter" and then the bleeding "subsided". The patient was kept overnight. The patient was "released and doing well." There were no further patient complications reported in relation to this event.